Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc sensor. Customer reported the low glucose alarm did not sound and experienced "symptoms like a stroke" and had contact with healthcare provider. A blood glucose test was performed and customer was treated with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for libre sensor and complaint. The review did not identify any trends that would indicate any product related issues related to this complaint. Attempted to replicate the complaint using a known good libre 2 sensor. Ios and android was able to successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc sensor. Customer reported the low glucose alarm did not sound and experienced "symptoms like a stroke" and had contact with healthcare provider. A blood glucose test was performed and customer was treated with glucose via IV for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.